Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the pawl which was mounted on the trigger broke during use." Type of procedure is unk. No pt injury reported.